Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a small bowel obstruction with probable disruption of the mesh in a laparoscopic ventral incisional hernia repair with a loop of small bowel having flipped up on top of the mesh between the mesh and the hernia. The patient had revision surgery 1 year and 3 months post-surgery. At that time she had an exploratory laparoscopy, laparoscopic adhesiolysis, and a laparoscopic repair of ventral incisional incarcerated hernia performed. The patient experienced pain, adhesions, infection, and bowel obstruction.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced bowel obstruction, pain, fluid collection, recurrence, mesh not incorporated, migration with mesh contracting severly, abscess, adhesions, drainage, infection, and perforated small bowel with peritonitis. Post-operative patient treatment included repair of small bowel enterotomy, removal of mesh from previous hernia repair, drainage of subcutaneous abscess, exploratory laparoscopy, laparoscopic adhesiolysis, and a laparoscopic repair of ventral incisional incarcerated hernia performed. Relevant tests/laboratory data: (B)(6) 2013: op note- CT scan demonstrated a large amount of intraperitoneal fluid with free air within the fluid collection and also extravasation of barium. Also noted was some gas and fluid in the subcutaneous tissue of the abdominal wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced impairment, bowel obstruction, pain, fluid collection, recurrence, mesh not incorporated, migration with mesh contracting severely, abscess, adhesions, drainage, infection, and perforated small bowel with peritonitis. Post-operative patient treatment included wound vac, medication, CT scan, repair of small bowel enterotomy, removal of mesh from previous hernia repair, drainage of subcutaneous abscess, exploratory laparoscopy, laparoscopic adhesiolysis, and a laparoscopic repair of ventral incisional incarcerated hernia performed.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, mesh not incorporated, migration with mesh contracting severly, abscess, adhesions, drainage, infection, perforated small bowel with peritonitis. Post-operative patient treatment included repair of small bowel enterotomy, removal of mesh from previous hernia repair, drainage of subcutaneous abscess, exploratory laparoscopy, laparoscopic adhesiolysis, and a laparoscopic repair of ventral incisional incarcerated hernia performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, migration with mesh contracting severly, abscess, adhesions, drainage, and infection. Post-operative patient treatment included repair of small bowel enterotomy, removal of mesh from previous hernia repair, drainage of subcutaneous abscess, exploratory laparoscopy, laparoscopic adhesiolysis, and a laparoscopic repair of ventral incisional incarcerated hernia performed.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.